Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4).

Event description:
A healthcare professional reported that the flap side cut parts did not open completely while trying to lift the flap during a lasik procedure. The doctor was able to open the flap and the procedure was completed without any issues. Postoperative controls confirmed that the patient did not experience postoperative consequences. Additional information has been requested and received.

Manufacturer narrative:
Evaluation summary: no material was returned to the investigation site for evaluation. The system history showed that the laser was verified successfully prior the date of treatment. No patient file for this patient available, thus no clinical review can be performed. Log file review showed all laser system functions were within specifications for the respective treatment day. The log file showed the user operated surgeries with the recommended settings and the energy was stable during treatments. Additionally, the user performed an energy check at system startup. The user performed surgeries for more than eight hours without further energy check at that day. This is not following the instructions for use. According to the user manual the user has to perform an energy check manually at least after 120 minutes. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively.